Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected 4 clips and 3 clips were properly formed. Also, the instrument was noted to have a slow feeding due to viscous silicone. However, no jamming issues were noted during functional testing. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap nephrectomy procedure, the device jammed after 5 clips. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.